Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: abnormal color tone (magenta only, green only image) due to damage of charged coupled device (ccd), collapse/buckling/depression/scratch/cut/wrinkles of the insertion section, adhesive of bending section chipped or peeling off, control section including the switch cracking/damage/deformation, abnormal appearance of the connector cracking/damage, bending manipulation and insertion tube defects, angulation malfunction, and damaged to the electronic board in the connectors. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a service request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting abnormal image color tone (magenta only, green only image). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector unit caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.